Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the ultra sound revealed the anchoring balloon was deflated. The physician removed the prolieve catheter and while testing it, he found the anchoring balloon leaked. The physician completed the procedure with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.